Event description:
It was reported that a decrease in sensing over the past few months was noted on the right atrial (ra) lead. During revision upon opening the pocket, lead damage was found. The physician believes may have been due to clavicular crush as the ra lead was against the clavicle. The ra lead was explanted and replaced. No adverse health consequences; the patient was stable.